Event description:
Information was initially received on (B)(6)2022 from foreign consumer via a manufacturer's representative (rep) regarding a patient who was receiving 2000 mcg/ml of baclofen at a dose rate of 438.4 mcg/day via an implantable pump. On (B)(6)2022, it was reported that patient suffered from underdosing/withdrawal symptoms, characterized as increased spasms, following a pump replacement. A fluoroscopy of the catheter with contrast agent revealed no anomalies. Pump logs showed no issues with the pump. No external factors that might have caused or contributed to the issue were reported. It was unknown what actions or interventions were taken to resolve the issue. It was unknown if the issue was resolved at the time of the event. The patient¿s medical history and weight at the time of the event was unknown or would not be made available. Additional information was received from a foreign healthcare provider via a company representative on (B)(6)2022. It was clarified the pump replacement was expected regarding elective replacement indicator (eri). Regarding actions taken to resolve the patient¿s symptoms, it was indicated that the physician could not remember how they solved the issue at the end. It was further reported that based on the physician¿s memory, the underdosing symptoms were caused by a mistake while programming the pump. The original pump logs from the time of the replacement and the procedure notes for said rep lacement regarding normal eri were not available. It was indicated that an analysis letter was not needed as long as the pump remains implanted. However, in case the pump would be returned in the future, they would then need an analysis letter.

Manufacturer narrative:
Product ID neu_unknown_prog lot# serial# unknown product type programmer, physician product ID 8731 lot# serial# unknown implanted: unknown explanted: product type catheter product ID 8731 lot# serial# unknown implanted: explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_prog, serial/lot #: unknown, ubd: unknown, UDI#: unknown medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. . If information is provided in the future, a supplemental report will be issued.